Event description:
It was reported that the patient underwent a revision procedure due to sticky pump with an artificial urinary sphincter (aus). The aus remains implanted and active and the physician was able to unstick the pump during the procedure. There were no patient complications related to this event and the patient's erectile disfunction had returned.

Event description:
It was reported that the patient underwent a revision procedure due to sticky pump with an artificial urinary sphincter (aus). The aus remains implanted and active and the physician was able to unstick the pump during the procedure. There were no patient complications related to this event and the patient's erectile disfunction had returned.

Event description:
It was reported that the patient underwent a revision procedure due to sticky pump with an artificial urinary sphincter (aus). The aus remains implanted and active and the physician was able to unstick the pump during the procedure.